Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non zero and zero force. The pump was exercised for 24 hours successfully. The force calibration passed. The pump was opened to find no defects. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.